Manufacturer narrative:
(B)(4). The user facility reported this event to the (B)(6) authority. The technician evaluated the unit and determined that cause of this event is an incompatibility between hl 20 consoles in version 10 with hl20 pump modules in version 11 and vice versa. Which means a hl20 twin pump module or hl 20 roller pump module with software version 11 can not be operated with a hl 20 console version 10. Note: the console used during this event was serial number (B)(4) is version 10 and arterial pump (B)(4) is version 11. Reference: complaint (B)(4).

Event description:
On (B)(6) 2011, hl-20 arterial pump (serial number (B)(4)) at (B)(6) pumped stop working during a surgical procedure and gave an error message. The customer reset the module but without success. The customer decided to hand crank, then the tubing was put on another pump module. The console used during this event was serial number (B)(4). When the pump stopped, the blood circulation of the patient stopped for some seconds. Decreasing arterial pressure was observed before the use of the hand crank. No other clinical consequences were reported thus far. Note: a similar event for this unit occurred on (B)(6) 2011 and is captured in complaint (B)(4). Complaint (B)(4) will be filed under MFR# 8010762-2014-00511. Reference: complaint (B)(4).